Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/16/1998).

Event description:
After iabp for approximately 1.5 hours, the 40 cc iab leaked. The iab was removed and another iab, a 34 cc, was inserted. (Multiple event to customer complaint number 98-00609). (Event complications): unknown - reported 05/19/1998, 05/29/1998. (Pt's current status): in intensive care unit - reported 05/29/1998.